Event description:
It was observed during the device inspection, that the video system center exhibited the socket had poor contact, due to which, the image became black occasionally. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, d5, d10, e2, e3 and g2(deselect user facility and select company representative). Also, correction to g3 of the initial medwatch. The aware date should be apr 3,2024. Additional information added to fields h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, socket failure was the cause. Cause of failure could not be presumed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center exhibited poor contact on the socket. The issue was found during a reprocessing after a procedure. There were no reports of patient involvement.